Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 12/2024).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly had micro tears which prevented dilation. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly had micro tears which prevented dilation. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one dorado pta dilatation catheter was returned for evaluation. On visual evaluation of the device, no other specific anomalies were noted. On functional evaluation, the device was inflated with an in-house presto inflation device at 22 atm, with leaks noted at the catheter bond joint. It was further observed a circumferential break was noted at the proximal glue joint which cause the leak. No evidence of balloon rupture was noted, and full functional testing couldn¿t be performed due to the bond joint failure. Therefore, the investigation for the reported balloon rupture remains inconclusive, as water leaked from the bond joint during the evaluation and no evidence of a balloon rupture could be noted due to the condition of the device. However, the investigation is confirmed for the identified bond joint break as the water leaked from the catheter bond joint during the functional testing. A definitive root cause for the reported balloon rupture and identified bond joint break could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.